Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The hospital biomed replaced the connector board. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/10/17 phone call, 10/16/17 phone call, 10/23/17 phone call. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The clinician reportedly switched to manual mode to maintain ventilation. There was no reported patient injury.